Manufacturer narrative:
(B)(4). Date sent 11/19/2024. D4 batch #c9e397. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additional, a series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of damaged jaw, would not reverse knife automatic, and difficult to open could not be confirmed as no damage was observed on the jaws, and once the device completed the firing sequence the knife returned home as intended, also the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9e397, and no non-conformances were identified.

Event description:
It was reported that during closure of the ileostomy when the procedure was made outside the patient, the knife did not return at the tip catching the alice forceps on the 4th firing. The knife was returned with manual override lever. Additional resection was performed, and anastomosis was performed again with another new device because the malformed on the tip was a concern. Because the operation was performed outside the body, debris was visually confirmed. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. D4: batch # c9e397. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)? =>the over ride lever was used. Did the device start to deploy staples and cut but could not be completed (partially fire)?=>yes. Or did the device lock-out (no staples deployed and no cut line started)?=>no. Or did the device fully fire and stop during the automatic knife return? =>no. Did the device deliver any staples?=>yes. If yes, were the staples formed properly?=>no, the tip of the staple line was malformed. Was the staple line complete?=>no. Did the device cut? =>yes. If yes, was the cut line complete?=>yes. Did any of the debris fall into the patient?=>no. How was the debris retrieved? =>the debris did not fall into the patient. A manufacturing record evaluation was performed for the finished device lot/batch number, c9e80f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.